Event description:
Device malfunction: unk device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery using the proglide device after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.